Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the right coronary artery (rca). The lesion was predilated with a 3.0x12mm non-bsc balloon. The physician had difficulty placing the 3.50x24mm liberte bare metal stent, so he buddy wired it. Then he decided to remove the buddy wire and in doing so, the guide catheter went forward dislodging the stent from the stent delivery balloon (sds) in the rca. The physician used a 2.5x20mm non-bsc balloon to guide and deploy the stent to the original lesion location. Then he deployed a 3.50x12mm liberte bare metal stent, inflated twice to 18atm for 30 seconds to completely cover up the lesion. The stents were post dilated with a 3.50x15mm non-bsc balloon, inflated 3 times 14-20 atm for 20-30 seconds. Medication: heparin, nitroglycerin, and reopro. Pt status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.